Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead was failing to capture. The right ventricle lead was not used. The physician was continued with second right ventricle lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned for analysis. Electrical testing, visual inspection and x-ray examination of the lead were normal with no anomalies found.